Event description:
A customer observed (B)(6) results from multiple samples drawn from a single patient while using the vitros 5600 integrated system. Additional samples drawn from the patient produced a negative result on competitive systems. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician. However, there was no allegation of harm to patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that (B)(6) results occurred while using the vitros 5600 analyzer. The investigation was unable to determine the performance of the vitros 5600 system and the vitros (B)(4) reagent at the time of the event as the customer did not provide information to assist in the investigation. Therefore, a definitive root cause for the event could not be determined, however, the customer was using expired vitros (B)(4) reagent when they obtained (B)(6) results. The issue was isolated to one patient, and no other vitros (B)(4) patient results were questioned. Therefore, the possibility of an unknown sample interferent or pre-analytical sample processing cannot be ruled out as contributing factors.